Manufacturer narrative:
The device was returned to olympus for evaluation. The user¿s complaint was confirmed. The device was visually inspected and found no image appeared due to faulty cable. The cable was replaced. The device was returned to full functionality and returned to the user facility.

Event description:
The user facility reported that there were image issues where error code b30 was received. The image does not appear. There was no patient involvement. No additional information was provided.

Manufacturer narrative:
This supplemental report is being submitted to report the device investigation results. Scope communication error b30 is displayed on the screen due to a cable fault. Presumed cause for damaged cable: it is considered that this phenomenon occurred because some strong force was applied to the cable and the cable was partially broken. The device history review (DHR) showed a manufacturing and quality control review was performed for the affected serial number without showing any non-conformities or deviations regarding the described issues.